Event description:
The customer stated he ran a blood glucose test on the contour next link and the reading was 47mg/dl. He felt shaky at the time. After he ate and drank a can of coke he felt better. He also stated he was unable to find the reading in the memory of the meter. The customer was advised to return the meter for evaluation. A new meter was sent to him.